Event description:
Pt called ep lab stating he received 2 shocks while driving. Came to ep lab for defibrillation interrogation. Medtronic rep called in. Pt received another shock in clinic room while interrogating device. Pt received 2 more shocks. Magnet applied to pt and 1 more shock received. Medtronic rep turned off selector. Dr notified of event and device report. Lead replaced by dr. Removed lead was noted to have suture anchoring sleeve severed by a silk suture. New lead placed.